Event description:
The core impaction drill was sent for evaluation due to overheating during a tooth extraction procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.